Event description:
It was reported that there were impedance readings of greater than 10 ,000 ohms. They were trialing two vectris leads. They had removed and whipped down both leads several times and changed out the multi-lead trialing cable (mltc). The manufacturer representative was seeing the same impedance reading, 0-7 slot was greater than 10,000 ohms and 8-15 slots had contacts 10, 11, 12, 13, and 15 greater than 10,000 ohms. It was suggested to swap the leads on the mltc slots. Impedances were re-tested and 10-15 and 3-5 showed high. They were increasing to 3volts and retested the electrode impedance. It was continued to see 10-15 and 3-5 showed greater than 40,000 ohms. The vectris was not difficult in placing; it took 10 minutes to place both leads. The healthcare provider (hcp) was removing the leads. The lead was not difficult to insert. The same mltc was used, 0-8 lead was testing normal but 10, 11, and 12 tested greater than 40,000 ohms. It was suggested taking out the 8-15 lead and placing in the 0-7 slot on the mltc. Impedances were retested and 1, 2, 3, 4, 5, were showing greater than 10 ,000 ohms at 0.7 volts. They reinserted the god lead to 8-15 slot on the mltc and reported impedances 8-15 were good. 3, 4, 5 were showing greater than 10,000 ohms. The patient was getting uncomfortable and would be programmed around the electrodes. Information regarding cause of impedance issue and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis on the lead (lot # va0n74q040) found that there was no anomaly. Analysis on the lead (lot # va0n74q041) found that there was no anomaly.

Event description:
Additional information received reported the manufacturer representative was not sure on what caused the high impedance. The patient was doing good. The device was returned. There were high impedances on most contacts. They reseated the lead in the snap lid multiple times, opened a new snap lid and still, the same electrodes were high. The patient was not in a clinical study. The device was used with/in the patient for the intended use of treatment. There was no patient death and no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# va0n74q040, product type: screening device; product ID 9 77d260, lot# va0n74q041, product type: screening device; product ID 387360, lot# va0g0vw, product type: screening device; product ID 387360, lot# va0g0vw, product type: screening device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.